Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke during surgery when the surgeon was removing the device from the joint space.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the tibial articular surface provisional (tasp) cannot be performed as it was not received. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. The fractured tasp component in this complaint was manufactured before a previous design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.